Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support to complete a functional reset after reporting maladaptive dinner meal announcements driven by fear of hypoglycemia, which led the user to under-announce dinner after seeing an 11-unit meal dose and to distrust the automated dosing, prompting education on allowing the ilet to adjust on its own. Symptoms included concern about potential low glucose without a reported clinical hypoglycemic event. Outcomes included completion of troubleshooting and user education to restore correct meal announcement behavior. Investigation included a review of user-reported dosing behavior and a functional reset with counseling on appropriate meal announcements. Investigation of this case revealed improper use due to intentional under-announcement rather than a device malfunction, with normal automated adjustment expected when announcements are accurate. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.